Event description:
It was reported via legal notification, that a patient who underwent total knee replacement surgery on her left knee in (B)(6) 2013, had revision surgery in (B)(6) 2020 approximately 7 years 2 months post the initial implant date, due to complications, including but not limited to severe pain and component loosening. Upon information and belief, plaintiff's complications were due to premature polyethylene wear.

Manufacturer narrative:
No device return anticipated. Concomitants: 02-010-01-0220 - logic femoral ps cem left sz 2 2435671; 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t 2061401 13a2101 - cemex system fast genta 70g aa6828; 200-02-29 - three peg patella 29mm 2591043; 201-78-11 - holding pin small headed short 4 pack 2136668. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3. The revision reported was likely the result of loosening and prosthesis wear of the tibial insert. The cause of the tibial insert wear could not be determined based on the available information. The reported loosening may have been due to an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening. However, this cannot be confirmed because the devices were not returned for evaluation and radiographs were not provided. It is unclear if the reported loosening may have contributed to the wear or if the wear may have contributed to the reported loosening.